Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added:event problem and evaluation codes(device codes). Product complaint # (B)(4). Investigation summary: the device was reviewed by depuy engineering melbourne in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During case on the patients right knee, a screw was torqued by drill from hospital. The pin used snapped in the pin driver leaving the driver useless. Also the drill guide for the drill was jammed with the pin. 10 mins added to surgery, no adverse outcome expected. Patient has no relevant co-morbidities. Instruments will need replacement. Drill guide is retained on the instrument set as the other holes in the guide will work in other holes.